Event description:
A home pt (hp) reported that a homechoice cassette had leaked during the priming cycle. The hp was out of the room when she heard the machine alarming. When she returned to the room, the dialysis fluid was leaking down the dresser and the machine. Hp contacted technical service and was instructed to start over with a new cassette. Hp stated that she did not obtain new bags. No pt injury or medical intervention was associated with this incident per the home patient.